Event description:
It is reported that the patient was revised in 2006, due to osteolysis. The implant date is unknown.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: no information provided. Unable to investigate. No product was returned for evaluation. No catalog number or lot number was provided; therefore, the manufacturing records could not be reviewed.